Event description:
Event description cpi received information that this implantable pulse generator (ipg) was explanted for erosion. Cpi physician's manual 352477-003b, page 44, lists erosion as a possible adverse effect of the ipg.